Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with elevated heart rate, dyspnea and palpitations. Device was reprogrammed a week before to address the increased heart rate. Further evaluation showed that the patient had significant fluctuations in heart rate over the past several weeks. Chest x-ray showed pulmonary edema and small pleural effusions. Lower extremity edema was noted. CT scan revealed severe congestive heart failure. Patient was admitted and pacer induced tachycardia was observed. Device was reprogrammed and medications were adjusted. The event was resolved without sequelae and the patient was discharged.